Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemic event. Customer¿s blood glucose reading at the time of the incident was 32 mg/dl. Current blood glucose level was 206 mg/dl. Customer was treated with food for low blood glucose. Customer was using the auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was having symptoms for low blood glucose. Troubleshoot was declined. The insulin pump will not be returned for analysis.